Manufacturer narrative:
This is an initial report. The product(s) have been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's brother reported the customer's freestyle flash meter got wet on (B)(6), 2011, in addition to being dropped. The caller further reported the customer was sleeping on (B)(6), 2011 at 5:00am, when she fell out of bed, lost consciousness, and bit her tongue due to "low sugar". No readings were reported. The caller also reported the customer suffered a seizure. No third party medical intervention was reported. The brother stated the customer self-medicated with unspecified "pills", in addition to "honey under the tongue", candy and juice to counteract the event. There is no report of death or permanent injury associated with this case.